Event description:
Patient reported feeling something like diaphragmatic stimulation that could not be reproduced in the clinic. Surface egm showed intermittent loss of capture. The data also suggest a micro-dislodgement or an unstable lead tip on the myocardium. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.